Event description:
Laparoscopic appendectomy procedure converted to open procedure because device malfunctioned causing extensive bleeding & leakage of bile into cavity. Staple line had to be hand sewn.